Manufacturer narrative:
Additional information: the affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that on the morning of (B)(6) 2026, during surgery, the surgeon reported: after stepping on the foot pedal, the electrotome loop of the resectoscope provided normal feedback; however, only 1 out of every 4-5 pedal presses yielded brief normal feedback. The circulating nurse immediately checked all instrument connection cables and restarted the equipment. After confirming intact cable connections and restarting the device, no normal feedback was restored. The equipment was immediately replaced on-site, allowing the surgery to proceed smoothly and be completed. Due to timely replacement, no harm occurred. No negative impact in state of health reported.